Event description:
The endo clip was firing and loading at the same time, became jammed. Opened a second one and it worked fine.

Event description:
The endo clip was firing and loading at the same time, became jammed. Opened a second one and it worked fine.